Event description:
It was reported that during an ablation procedure one faradrive steerable sheath was selected for being used, the physician advanced the faradrive with dilator into the heart and left atrium after mapping, and upon removal of the dilator, air was present in the sheath and in the syringe. The device was replaced, and the procedure was completed without patient complications. The device is not expected to return for laboratory analysis since it was disposed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.